Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer reported that buttons were unresponsive at time of call but at time of alert they were not. Customer's blood glucose level was 389 mg/dl. Customer performed self test. The insulin pump did pass the test. No harm requiring medical intervention was reported. The device will not be returned for analysis.